Event description:
The customer reported that the trigger for the knife blade could not be pulled and the blade did not advance during an ladg. The customer noted that there was tissue damage during the procedure but it is unk what caused the damage. Another device was used to complete the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.